Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-06223. The pt's (B)(6) scs system includes an ipg and percutaneous leads (from same lot). It was reported the pt's ipg is shutting off without prompting and is causing abdominal spasms. A diagnostic test revealed high impedance measurements for several lead contact. Efforts to resolve his mater via reprogramming utilizing the functioning contacts yielded limited success. The pt has suspended use of the scs system and will undergo surgical intervention at a future date to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.